Manufacturer narrative:
Involved protaper next x2 3-files 25mm that broke during use is not available and cannot be analyzed by our laboratory. Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Nothing unusual to report was found during DHR review (batch #1405088). Sampling is representative, we can consider that the batch #1405088 is conform. No fault found. Product meets specifications.

Manufacturer narrative:
Therefore, because a serious injury will result, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a protaper next file broke during use. The file could not be retrieved by the endodontist. As a consequence, the tooth will require extraction.